Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought there might be an issue with implantable pulse generator (ipg) battery longevity when the ipg displayed a message of "remaining longevity initiation ". The ipg remains in use. No patient complications have been reported as a result of this event.